Event description:
The device was used during a sacras spinas lig fixation procedure. Reportedly, the needle detached from the suture. The surgeon was unable to locate the needle. The procedure was completed the device.